Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide an update to section d4 and h4, the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned sample included the header bag, hemostasis sheath, and arteriotomy locator. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was not returned for evaluation. The dilator was noted to be bent at the blood inlet holes. The angio-seal components were returned for evaluation. The carrier tube was not returned and so an issue with "sponge" deployment could not be confirmed. Based on the condition the sample was returned in, the complaint can be confirmed for a bent dilator. The exact root cause could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided . A2: date of birth: requested, not provided. A4: weight: requested, not provided . D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: unknown . E1: phone number: unknown. E3: occupation: unknown health care provider. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: a coronary stent implantation via 7 french sheath was performed according to the standard normal flow. The angio-seal sponge did not deploy; therefore, a new device was used to complete the procedure. The blood loss was less than 250cc. It was unknown if a pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion or withdrawal of the device. Patient condition is stable.